Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy. Programing changes were made. The patient was in good condition.